Manufacturer narrative:
Two sets of glass syringe and tuohy needle were returned. Upon inspection of the glass syringes and tuohy needles, no obvious abnormalities were found. The device history file was reviewed, and no similar complaints have been reported for the same kit lot. It was confirmed that the tuohy needle connection in one glass syringe was shallow. The connection was shallower than that of the glass syringe in the stored sample and the other glass syringe. There may be a problem with the connector of the glass syringe.

Manufacturer narrative:
B3. Date of event: month and year of event have been provided, but day is unknown. H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that there was leakage when the needle was connected to the glass syringe. The event occurred upon removal from the package at the facility. There was no reported patient harm/adverse event.